Event description:
It was reported that the pt underwent a pelvic floor repair surgery. Postoperatively, the pt experienced parcsis of a leg due to an injury of the sciatic nerve. No add'l info has been provided.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.